Manufacturer narrative:
Additional medwatch information provided: mw (B)(4).

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the situation presented with a (B)(6) pregnant patient at 29 weeks gestation. The patient's history included hemolysis, elevated liver enzymes, and low platelet count syndrome and severe intrauterine c-section due to abnormal fetal heart rate on (B)(6) 2020. Magnesium was initiated for blood pressure control. Magnesium was ordered to run at 24 ml/hr. A custom concentration was entered, though infusion occurred at a rate of 250 ml/hr. The patient became unresponsive and was initially unable to be extubated at the completion of the c-section. The magnesium level was observed to be elevated. The patient was extubated the following day ((B)(6) 2020) with no neurological deficit or other adverse medical outcomes." For adverse event on mother please reference complaint # (B)(4) and mrn# 2016493-2020-00461.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the situation presented with a (B)(6) year old pregnant patient at 29 weeks gestation. The patient's history included hemolysis, elevated liver enzymes, and low platelet count syndrome and severe intrautering c-section due to abnormal fetal heart rate on (B)(6) 2020. Magnesium was initiated for blood pressure control. Magnesium was ordered to run at 24 ml/hr. A custom concentration was entered, though infusion occurred at a rate of 250 ml/hr. The patient became unresponsive and was initially unable to be extubated at the completion of the c-section. The magnesium level was observed to be elevated. The patient was extubated the following day ((B)(6) 2020) with no neurological deficit or other adverse medical outcomes."